Manufacturer narrative:
(B)(4). Date sent: 07/28/2010. Damaged shaft. The analysis results of the device found that it was received with the shaft bent; making the instrument non-functional. Therefore, no testing could be performed to evaluated the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device fired fine the first firing. On the second firing the clips fired scissored and fell of the vessel. On the third firing the clips dropped out of the device. Unknown where the clips fell. Another device was used to complete the case. There was no patient consequence.